Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1354, FDA patient problem code: 2199.

Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp hub separated. The following information was provided by the initial reporter: the customer reported about needle/shield separation from the barrel.

Event description:
It was reported that syringe 0.5ml 30ga 8mm 7bag 420cas jp hub separated. The following information was provided by the initial reporter: the customer reported about needle/shield separation from the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-17. H6: investigation summary: customer returned (5) 1/2cc, 8mm, 30g syringes in an open poly bag from lot # 9231040. Customer states that there is needle/shield separation from the barrel. All returned syringes were examined and one syringe exhibited the hub assembly slightly off of the barrel. All samples were also tested and the hub-needle/shield assembly separated from the barrel of one of the syringes. A review of the device history record was completed for batch# 9231040. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200843835] noted for out of spec shield pull. There was one (1) notification [200844314] noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. The automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 9231040 was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. The syringes were assembled from 09oct2019 to 14oct2019. During the manufacturing process, the following inspections are completed on regular intervals: 1. Visual inspection every hour: needle assembly not fully seated or improperly seated on barrel tip: hub to barrel gap measurement (pin gauge used when deviation is suspected). 2. Visual inspection every hour: missing component. 3. Visual inspection every hour: damaged / defective components. 4. Functional inspection every 2 hours: hub removal force. If a defect is found during an inspection a quality notification is initiated maintenance dispatch (l2l) was reviewed, and no dispatches were created from 09oct2019 to 14oct2019 that would cause the needle assembly unit to become unattached. Root cause: root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Capa1630423 has been opened to address this issue. H3 other text : see h.10.